Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2.5 months after the dental implant was installed in intraoral region #15 it was verified its non-osseointegration. 50 n.cm. Of primary stability was achieved. The patient presented bone type ii.